Event description:
The facility's biomedical engineering department reported an infusion pump that would not power on. Reportedly, the pump was plugged in and when the clinicians attempted to turn the pump on, "the pump remained off". The event was reported to have occurred prior to the pt use and no pt injury or need for medical intervention resulted from the event. The pump was received in the biomedical department and the pump was charged. The indicator was showing the pump was fully charged but the pump would not power on, on ac or dc power. No additional information available.